Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
Rep reported that when the surgeon was removing the device it sheared off 3 to 4 mm from the distal tip. Piece remains in the patient. Surgeon does not feel it is necessary to explore to remove the device at this time.

Manufacturer narrative:
(B)(4). A codman lumbar drainage catheter p/n 82-1707; lot # 299206 was received for evaluation. As received and after eto decontamination, the catheter was examined under appropriate magnification. The broken end surface of the catheter is irregularly torn (in a spiral configuration), indicating that it may have been in contact with a sharp object and subjected to some stretching at the same time. However, the complete cause(s) of the breakage could not be fully determined. Lot history records review for p/n 82-1707; lot # 299206 was conducted, and it was verified that all products in this lot number were conforming to the required specifications when released to stock on november 20, 2012. A complaints records review was also conducted, and it was verified that this is the (B)(4) complaint reported for this lot # 299206. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.